Manufacturer narrative:
This report is being submitted as part of a system level review which will include an investigation of all potential fresenius products being used at the time of the event. Device review: the device was not returned to the manufacturer for physical evaluation. The customer was unable to provide the manufacturer with the lot number of the product used in the reported event. As no lot number was provided by the complainant, a record review was performed on each of the lot numbers shipped to the complainant in the three months leading up to the reported event. The record review found 3 lot numbers shipped to the customer during that time period. The batch production records for these lots were reviewed. The batch records confirmed that released product met specification. Per the documented product investigation, there was no indication that the fresenius product caused, contributed to or was a factor in the reported event.

Event description:
Peritoneal dialysis registered nurse (pdrn) reported that the patient was hospitalized due to an infection-peritonitis. The pdrn was just notified the patient's catheter was taken out last week and she will no longer be performing pd therapy. The patient was moved over to hemodialysis. The pdrn stated the patient was hospitalized on sunday (B)(6) 2015. The patient is currently still in the hospital and is being treated with antibiotics.